Event description:
Attorney reported: in 2006 - the pt had a hernia repair procedure. The pt had a bard composix kugel patch, with a lot# of 43eqd418, implanted during this procedure. At approx 9 months later - after this composix kugel patch failed and caused severe injuries, the pt had to undergo surgery to remove this implant. The injuries the pt suffered as a result of this defective product are recounted in her medical records. The pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
Though medical records are mentioned in the event description and have been requested, to-date, davol has not received any medical records for this pt. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has an specific product problem been reported. No conclusion can be drawn at this time.